Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the left anterior descending (lad) artery. A medikit introducer sheath, a kamino guide catheter, a neos guide wire, a cypher stent and an encore26 inflation device were also used in the procedure. The maverick2 monorail balloon was removed and another balloon was used to successfully complete the procedure. No patient injuries or complications were reported.